Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Requested the following information on 12/11/2009, 01/04/2010 and 01/12/2010 and to date, no response has been received.

Event description:
It was reported that during an unknown procedure, the device misfired. It is not reported as to what was used to complete the procedure. It is not known if there are any adverse consequences to report. The device was discarded.received the following information on 11/18/2009:during a tumor removal of the rectal sigmoid junction, while removing the tumor, the device was fired and the surgeon noticed that there were unclosed staples and the staple line was disrupted. The patient experienced bleeding that was controlled with sutures. The patient received two units of blood. The patient has been discharged. The device was discarded.additional information being requested.